Manufacturer narrative:
The bench repair engineer evaluated the device on bench repair. It was determined that the device did not pass the operation control test and the therapy pca part was defective, and it was replaced. And the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse), bench repair engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dm100 device indicating that the device is not going through the test was made. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.